Manufacturer narrative:
It was performed the DHR, maintenance record analysis, quality notification analysis and no deviation was found for this batch. Picture was sent by the customer and was possible performing an investigation and determine the probable root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From these information it is possible confirm the complaint. The probable root cause for this failure mode occurred due to one operational routine that the associate did not identify the different product during shipping process.

Event description:
It was reported that bd precisionglide hypodermic needle 13mm x 3mm had mixed products in packaging. No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide hypodermic needle 13mm x 3mm had mixed products in packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device lot #: corrected to 8199559. Medical device expiration date: corrected to 2023-07-31. Device manufacture date: corrected to 2018-07-20.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ hypodermic needle 13mm x 3mm had mixed products in packaging. No serious injury or medical intervention was reported.